Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm noted.

Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading is 108 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.